Event description:
It was reported that the patient stated that she has frequent (every day) muscle spasms in her low back. The patient spoke to the doctor who suggested that she speak with a zimvie representative. The doctor put her back on tizanidine for the spasms and also gabapentin to relieve sciatic pain. She wears the device 24 hours a day except in the shower and the pool 2 days a week. The patient will conduct a time test- 1hr for a week, then add an hour each day after. No further consequences have been reported at this time. No product was returned for evaluation.

Manufacturer narrative:
Corrections - b2, b4: date of this report added, b5: updated the product was not returned for evaluation, d3: manufacturer address and email address, g1: contact office and manufacturer site, g3, g6: report type, h6: device code and impact code additional information - h4: device manufacture date, h6: method, h10: additional narrative, h11. This follow-up report is being submitted to relay additional and corrected information. The device was not returned to highridge medical for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record was reviewed, and no discrepancies related to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Highridge medical will continue to monitor for trends.

Manufacturer narrative:
UDI related data quality updates only - a supplemental report is being submitted to address the discrepancies between FDA medwatch form 3500a and gudid. Corrections: d1: brand name, d2a: device common name, d4: model number, g4: PMA/510(k)#, h4: device manufacture date, h5: labeled for single use, h6: evaluation codes. Additional information: b4: date of this report, g3: date received by manufacturer.

Event description:
It was reported that the patient stated that she has frequent (every day) muscle spasms in her low back. The patient spoke to the doctor who suggested that she speak with a zimvie representative. The doctor put her back on tizanidine for the spasms and also gabapentin to relieve sciatic pain. She wears the device 24 hours a day except in the shower and the pool 2 days a week. The patient will conduct a time test- 1hr for a week, then add an hour each day after. No further consequences have been reported at this time. No product was returned for evaluation.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a followup report will be sent.

Event description:
It was reported that the patient stated that she has frequent (every day) muscle spasms in her low back. The patient spoke to the doctor who suggested that she speak with a zimvie representative. The doctor put her back on tizanidine for the spasms and also gabapentin to relieve sciatic pain. She wears the device 24 hours a day except in the shower and the pool 2 days a week. The patient will conduct a time test- 1hr for a week, then add an hour each day after. No further consequences have been reported at this time.